Event description:
It was reported that the device locked up and was inoperable. There was no report of patient use associated with the event.

Manufacturer narrative:
Physio-control evaluated the device and observed several fault codes logged in the memory potentially indicating a lock up issue. Physio replaced the system and memory pcb assemblies to observe proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed system and memory pcb assemblies at the failure analysis center and was unable to duplicate the issue and determine further component root cause.